Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system had an image problem. The issue was found during a therapeutic procedure (ureteral lithotripsy). The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility. D4: serial/lot number is unknown as the device was not returned. H4: device manufacturer date is not available because the serial/lot number is unknown.